Manufacturer narrative:
The field service engineer found the sample probe to be bent and broken. The probe was replaced. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The specific date of the event is not known. The first sample was tested approximately 1 week prior to (B)(6) 2021, initially resulting in a na value of 170 mmol/l. This sample was repeated, resulting in a value of 120 mmol/l. The second sample initially resulted in a na value of 152 mmol/l on (B)(6) 2021 and this sample repeated as 144 mmol/l. The na electrode lot number and expiration date were requested, but not provided.